Event description:
It was reported that during a laparoscopy nissen when the lcsc5 teflon pad got burned and a small piece fell off. Surgeon advised no harm to pt. The teflon pad was recovered. The case was completed with another device.